Event description:
Per the clinic, the patient experienced an infection of pantoea agglomerans and methicillin-susceptible staphylococcus aureus (mssa) with skin tension at the implant site, exposing the receiver/stimulator. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 under general anesthesia. There are no plans to re-implant the patient with a new device as of the date of this report.